Event description:
Post-op postoperative day one following total knee replacement, pa-c physician assistant - certified went to remove hemovac from left knee. Resistance was met, pa-c manipulated knee secondary to thought tubing migrated into the knee socket. Upon removing tubing, it was noted tubing broke off and tip was maintained in the knee. Patient required surgical procedure to remove maintained tip. No permanent patient harm identified from this event.